Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was going to do an abdominal cavity shunt operation; however, the reservoir was found to be plugged during the pre-operation test.

Manufacturer narrative:
The returned reservoir was patent, and met the requirements for leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompanied the device indicate that to perform the patency check: place the inlet connector of the reservoir into sterile isotonic fluid (e.g., physiological saline); depress the reservoir dome; place a finger over the opening of the outlet connector; release the depressed dome. If fluid enters the reservoir, the one-way miter valve and inlet connector are patent; remove the finger from the outlet connector opening and repeat the above steps until the reservoir is full; when the reservoir is full, depress the reservoir dome. If fluid flows freely out of the outlet connector, the reservoir is patent. All reservoirs are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.